Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: during investigation, the display screen was dim and discolored. The threads of the battery cap were damaged. Unrelated to these issues, the keypad button symbols were worn which has no effect on insulin delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a display failure and damage to the battery cap. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.